Event description:
It was reported that the patient was presented for a follow-up in clinic. Upon interrogation, the implantable cardiac monitor (icm) exhibited post-sensed t-wave oversensing. The icm was reprogrammed on 19 jan 2022. The patient was asymptomatic.